Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had critical pump error, pump error alarm as well as frozen display. The customer¿s blood glucose level was 140 mg/dl. Customer stated pump was not exposed to a high magnetic field. Customer reported they were unable to clear the alarm. The customer stated that the buttons are responding properly but the time was frozen. Customer reported the time clock does not advance. Customer reported the screen is not completely blank. Customer was advised the insulin pump will need to be replaced. Advised to discontinue use of the insulin pump and revert to a back-up plan. The insulin pump will be returned for analysis.